Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to increase in impedance measurements and loss of capture (loc). Subsequently a new lead was successfully implanted. No additional adverse patient effects were reported.